Event description:
Mid small bowel adhered to sepramesh, high grade complete bowel obstruction information was received from a physician in 2006 concerning a patient who on an unspecified date underwent an unspecified surgical procedure where sepramesh ip was placed. Post-operatively, the patient developed a high grade bowel obstruction which did not resolve with conservative treatment. In 2006 the patient underwent laparoscopic exploration at which time it was found that the bowel was "plastered to the mesh." The physician noted that the adhesions were easy to take down, and that there were no other adhesions seen between the loops to account for the obstruction.